Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, dr. (B)(6) performed a re-operation in order to remove an infected parietex mesh (code#tec3030, lot#skg00531). Patient test results: a heavy growth of achromobacter denitrificans.